Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery longevity on the implantable pulse generator (ipg) dropped following implant associated with right atrial (ra) lead thresholds being unable to run.  Longevity was seen to increase again at a later date.  The ipg remains in use. No patient complications have been reported as a result of this event.